Manufacturer narrative:
The valve was returned for evaluation: DHR - lot ctpbpb, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the proximal connector was missing, and biological debris was noted inside the valve. The valve passed the tests for programming, flush, leak. The valve failed the tests for reflux and pressure. The valve was dismantled and examined under microscope at appropriate magnification, and biological debris was noted on the spring and ruby ball-- the ruby ball was stuck to the spring. The root cause for the programing issue reported by the customer, was probably due to biological debris interfering with the valve mechanism, at the time of investigation. No programing or occlusion issues were noted. The root cause for the pressure and reflux issues noted during the investigation is due to biological debris on the spring and the ruby ball; the biological debris is stopping the ruby ball from being seated correctly.

Event description:
A physician reported a hakim valve (ID 823164) was blocked and no reprogramming despite numerous attempts with the vpv programmer. The (B)(6)-year-old patient presented with subdural hematoma and the valve had to be closed to resolve the hematoma (the valve should be programmed to the maximum pressure), but it was impossible to reprogram the valve as it was blocked. The valve was implanted to treat post traumatic hydrocephalus in 2016. The valve was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.